Event description:
It was reported that during an interventional procedure; a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A .035" non-bsc guide wire was advanced into the subintimal space of the sfa; the device was unable to advance into the true lumen of the vessel, so the physician selected this offroad re-entry device. The device was prepared according to the dfu. Contrast and saline were flushed in and out of the balloon port and the balloon was advanced over the wire into the subintimal space. Some resistance was noted when passing the positioning balloon over the wire, so the offroad device was removed. The subintimal space was pre-dilated with .018" non-bsc balloon and the .035" guide wire was exchanged for a .018" non-bsc guide wire. The subintimal space was successfully dilated and the offroad device was re- inserted over the .035" guide wire against resistance. Once the device was in the desired position, it was inflated to 2 atms; however, the physician saw contrast leaking out of the balloon and into the subintimal space. On examination of the balloon, after removal from the vessel, although no part of the ruptured balloon appeared to be missing or left inside the patient. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).